Event description:
(B)(4).

Manufacturer narrative:
The user facility reported that while cleaning an operating room, hospital staff observed the surgical table's power cord was 'smoking and making a noise.' The power cord was unplugged and hospital staff noted the end that plugged into the surgical table was melted. No injuries were reported to user facility staff. At the time of the reported event the user facility's in-house biomedical personnel replaced the power cord subject of the reported event and repaired a damaged receptacle on the base of the surgical table. Based on the report from the user facility and the steris technician's observations, the damaged receptacle was caused by impact during surgical table transport. Subsequently, during cleaning of the surgical table, fluid ingressed into the damage receptacle, resulting in the smoke and noise observed by the hospital staff. This surgical table is not under steris service contract and is currently maintained by the user facility's biomedical department. The table subject of this event is 22 years old and exceeds its estimated useful life of 10 years. The steris technician also observed that the user facility repaired the table subject of this event with a non-steris brand power cord. The steris-brand power cord has a 90 degree bend to ensure that it is routed along the side of the table base which aids in preventing stress on the power cord and receptacle connection. The technician advised the biomedical department that they should not be using non-steris brand power cords.